Event description:
Reporter states customer took humalog 10 units based on blood glucose result in the 400's (mg/dl) obtained at 17:30 on the advantage system. Low blood glucose symptoms were reported two hrs later with an unk high blood glucose result. Customer was taken to ER at 20:30 and result on ER meter was 40 or 41 mg/dl; she was treated with glucose IV, and symptoms improved. Reporter states the vial cap is left off of the test strip container (per product labeling, bottle cap should be tightly closed immediately after removing a strip). Requested return of suspect device and replacement was sent.